Event description:
Pt spontaneously called in regarding cadd legacy pump sn (B)(4) malfunction. Pt stated she awoke this morning to it alarming, however pt states there was no message on the screen regarding the alarming; also when trying to switch out the batteries, pt noticed black discoloration and thinks something inside may have burned in the battery compartment. Pt was able to successfully switch to back up pump with no adverse event reported. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we replace device? Yes. Reported by (B)(6) by: pt/caregiver. Strength: 10mg/ml. Dates of use: (B)(6) 2010 to current. Diagnosis or reason for use: pah.